Event description:
It was reported by service report that the load wheel horn is cracked on the retractable head section. No leaks or sharp edges were reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel horn.